Event description:
It was reported by service report that the headboard was cracked with reported sharp edges. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result code: headboard cracked with sharp edges.